Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had stage d non-ischemic cardiomyopathy (nicm) and heart failure with reduced ejection fraction (hfref) (ef 20-25%, left ventricular end-diastolic diameter 6.2 cm; diagnosis in 2017) status post heartmate 3. It was noted on (B)(6) 2025 that the patient had severe tricuspid regurgitation (tr) and ventricular tachycardia status post implantable cardioverter defibrillator due to substance abuse (crack/cocaine/tobacco; abstinent since (B)(6) 2024) and anxiety. The patient's post operative course was said to have been complicated due to right ventricular failure, which required inotropes, and an ileus status post nasogastric tube for gastric decompression, which has been resolved. Pump speed was increased to 4900 from 4700 on (B)(6) 2025 during ramp study. Patient was discharged on (B)(6) 2025,

Manufacturer narrative:
Section a3a: patient sex corrected manufacturer¿s investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. He relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.